Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device had a touchscreen issue. There was no patient involvement when the issue occurred. No patient or user harm reported. During periodic maintenance, the service engineer reported that the touchscreen was scratched. The se replaced touchscreen to resolve the issue.